Event description:
It was reported the patient¿s lead at vertebral level l5 had migrated. To address the issue, the physician explanted and replaced the lead. Postoperatively, effective therapy was restored.